Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance trend on the rv (right ventricular) pacing lead was variable, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv pacing impedance has been varying between 440 ohms and 740 ohms from (B)(6) 2015 to (B)(6) 2016. Sensing integrity counts went up to 17 (within 7 days). This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, a high sensing integrity counter (sic), and fluctuating impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.